Event description:
Customer claims, the alarm sounds continuously when the hold option is selected. The alarm is being used with additional sensor products (B)(4). Customer stated that the sensors are functioning correctly. Customer checked the delay switch and reset the option to 4, but the alarm continues to sound when the hold option is selected. The batteries were replaced and there's no visible damage to the outside of the alarm. There was no patient incident or injury reported. Evaluation for the returned product shows the alarm has intermittent power.

Manufacturer narrative:
(B)(4): evaluation results - evaluation for the returned product shows that when tested the alarm power is intermittent. The sensor function is intermittent, because, the rj-11 receptacle is bent, which doesn't allow the hold function to be tested. The alarm case shows damage near the battery compartment. The posey instructions for use has warning: the posey alarm is an electronic device that may fail to work if subjected to severe shock, such as being dropped (bent) or immersed in liquid. The unit may stop functioning as designed. (B)(4).